Event description:
A medtronic representative reported an open spine clamp screw that was stripped and requested a replacement. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot number not available at time of this report. Device manufacture date dependent on lot number and not available as yet. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2012. Medtronic representative, at the site, originally stated that the open spine clamp screw was stripped/damaged. Suspect device has not been received by the manufacturer for further evaluation.